Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR.#9610726-2011-00064.

Event description:
It was reported that, "surgeon revised the above components because they were known to be loose and painful and surgeon added they were "hot on bone scan."